Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted. A new pacemaker of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to exhibit premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.